Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an open reduction internal fixation (orif) of tibia, the locking compression plate (lcp) metaphyseal plate 13 holes was placed on the midshaft tibia to proximal half. The non-union and weight bearing caused the plate to snap postoperatively. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 4.5mm/3.5mm lcp metaphyseal plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 224.758, lot: 2716475, manufacturing site: bettlach, release to warehouse date: 16.mar.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate 13673 was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.